Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump has run dry, but the patient has not heard any alarms. The patient reports that he thinks it has run dry because he typically gets refills every two to three months, and has not had a refill recently. It was unknown if the patient is due for a refill. The ¿pump has been empty since (B)(6) 2018.¿ during the call, they could not do troubleshooting due to lack of access to product and due to discussing case with patient. It was reviewed that the patient needs to speak with their managing physician or managing clinic to have the pump interrogated to confirm an empty pump. It was also reported that the patient experienced increased pain. The patient's wife stated there had been an infection, but once patient was on the phone, he confirmed that he had never had an infection. There were no further complications reported/anticipated.